Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting, the customer confirmed that the pump turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy.